Manufacturer narrative:
The device was inadvertenly lost at the manufacturing facility and cannot be evaluated. The lot number was not available for retained-product testing and/or DHR review. Device lost.

Manufacturer narrative:
There has been a previous report received where this malfunction of a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a calamus heated plugger separated; event outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted.